Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter (sn (B)(4)) found the catheter body was deformed in shape and/or abrasion and it did not effect infusion.

Event description:
It was reported the patient had new bilateral hip pain and burning pain in their lower extremities. The patient presented for evaluation. Fluoroscopy was used to evaluate the catheter tip and it was determined the tip had migrated from t4 to t9. The pump was reprogrammed and the patient had a catheter revision. The event was listed as ongoing. The pump was used to deliver dilaudid, bupivacaine and clonidine. Additional information pertaining to the outcome of the patient has been requested and a supplemental report would be submitted when the information is received.

Event description:
The event outcome was "resolved without sequela".